Event description:
The patient was undergoing a coil embolization procedure using ruby coils and ruby coil detachment handles. During the procedure the physician was unable to detach two ruby coils using the detachment handle. A third ruby coil was used, however, the pusher wire of the ruby coil became stuck in the detachment handle. The physician fractured the pusher wire and successfully manually detached the ruby coil. A new ruby coil and detachment handle were used, however, the physician was unable to detach the ruby coil using the detachment handle. The procedure successfully continued using a new ruby coil detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the second handle was disassembled, and had to be reassembled by the penumbra investigator for further evaluation . Conclusion: the complaint has been evaluated. The initial complaint indicated that two ruby coils would not detach from the first handle. One of the ruby coils was discarded by the hospital, and not returned for evaluation. Another ruby coil was used with the first handle; the pusher wire became stuck and eventually fractured inside the handle. The physician detached the coil manually. A second handle was used and would not detach the coil. Evaluation of the returned devices revealed that both detachment handles functioned properly. Further evaluation revealed multiple kinks and fractures along the lengths of both ruby coil pusher assemblies. This type of damage likely occurred due to improper handling during use or packaging for return. If the device is manipulated during use or packaging with force at an angle, this type of damage may occur. The vessel tortuosity mentioned in the complaint likely prevented initial detachment during attempts to detach the coils. Upon withdrawal into less tortuous anatomy, the coils became detached. The first handle funnel ID was out of specification. This ID was likely increased when the ruby coil pusher assembly was forced through the funnel, essentially "punching" through the funnel hole. These devices are 100% functionally tested during incoming quality control and in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00294, 00295, 00296 and 00306.